Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Power cord frayed where it goes into the machine. Event occurred during inspection. No adverse events were reported as a result of this malfunction.